Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was still operating with air in line alarm and stopped pump before the air in line reached the patient. There was patient involvement but no harm.

Event description:
It was reported that the clinicians observed air in the line and had to intervene before the air gets into the patient. The hospital's biomedical team performed preventive maintenance and reviewed the logs and could not find any indication that the air-in-line alarm was non-functional. All tests passed and the error log shows the device producing air-in-line alarm. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,g, b, c and d grids, entry description, relevant tests/laboratory data, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, manufacturer narrative. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.